Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The target lesions were located in the diagonal branch and circumflex artery of the left coronary artery. Two synergy stents were implanted to treat the lesions and the procedure was completed. However, 30 minutes after the procedure, the stents were noted to have thrombosed. No further patient complications were reported.